Event description:
It was reported a shocking or jolting sensation. On the morning of the report the patient increased stimulation just one point and in the afternoon while he was sitting he felt a small pain. He thought it was in his hip and the pain was unbearable. Lowering the stimulation down to 1 volt did not help, it still hurt. Patient stated just putting the antenna ¿next to it¿ and the pain was killing him, it ¿hurt like hell¿. Patient was instructed to use the programmer, once connected the patient was on program 2 at 1.9 volts. The patient decreased to 1.7 volts and stated they didn¿t feel anything but then noted ¿oh yes, there is a pain now¿. It felt like electrical shocking. There were no falls or trauma noted. It was suggested the patient turn stimulation off and notify their hcp of the issues they are having. The patient was instructed on how to turn therapy off. Patient services had the patient push the therapy off button. Patient services asked the patient to look at implantable neurostimulator (ins) icon on the screen to confirm there was no lightning bolt. The patient was not able to confirm. Patient services suspected the patient did not understand where to look on the patient programmer screen. The patient noted patient programmer showed he was at 1. 6 v. During the phone call the patient felt a shocking sensation a few times and expressed discomfort. Further follow-up is being conducted to obtain information regarding the shocking sensation and the reported of discomfort and pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v225114, implanted: (B)(6) 2009, product type: lead. (B)(4).